Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 6 of the 7 days prescribed. The patient does not have sensitive skin however, they do have a known history of reaction to medical adhesive. The exact cause of the reported event cannot be determined; however, the patient¿s preexisting history cannot be ruled out as a contributory factor. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported seeking evaluation from a healthcare provider for skin irritation at the zio monitor device application site. The patient experienced itching, redness, and bumps. When the device was removed, a red bubble was present on their skin. According to the patient, the healthcare provider prescribed clobetasol propionate cream to treat the affected area.